Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (patient death) is currently under investigation. A supplemental report will be submitted upon completion of the root cause investigation. A replacement monitor was not required.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Electrode belt sn (B)(4) was not returned following the event.

Event description:
The wife of a (B)(6) year old male patient, notified zoll customer support that the patient died (B)(6) 2014. The wife reported that the patient was wearing the device at the time of death and that the device was not alarming. The patient's wife reported that the paramedics arrived and had to treat the patient. Per review of the patient flag files, the device was powered down at 10:33 am on (B)(6) 2014. There are no flags or ECG recordings available from the day of passing. At the time that the device was powered down on (B)(6) 2014, the patient was in a normal sinus rhythm. It is unknown what rhythm the patient was in at the time of passing.

Event description:
The wife of a (B)(6) male patient, notified zoll customer support that the patient died on (B)(6) 2014. The wife reported that the patient was wearing the device at the time of death and that the device was not alarming. The patient's wife reported that the paramedics arrived and had to treat the patient. Per review of the patient flag files, the device was powered down at 10:33 am on (B)(6) 2014. There are no flags or ECG recordings available from the day of passing. At the time that the device was powered down on (B)(6) 2014, the patient was in a normal sinus rhythm. It is unknown what rhythm the patient was in at the time of passing.